Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that lot met all pre-release specifications. The gore® excluder® aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in patients diagnosed with infrarenal abdominal aortic disease. Per IFU, the safety and effectiveness of the gore® excluder® aaa endoprosthesis have not been evaluated in patients with concomitant thoracic aortic or thoracoabdominal aneurysms. Per the conformable gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to neurological damage, local or systemic (e.g., stroke). H6: code 50 ¿ per IFU, considerations for patient selection include, but are not limited to co-morbidities, and patient¿s suitability for open or endovascular repair.

Event description:
On (B)(6) 2018, the patient was emergently transferred to the hospital due to a suspected impending rupture of thoracic aortic aneurysm. No procedure was performed on this day because the patient was deemed not healthy enough to undergo any operation. On (B)(6) 2018, the patient¿s health was reportedly improved. On this day, he underwent treatment of the suspected impending thoracic aortic aneurysm rupture with a conformable gore® tag® thoracic endoprosthesis. The endoprosthesis was implanted from zone zero of the ascending aorta using a 22fr gore® dryseal sheath with hydrophilic coating. Prior to the procedure, a surgical bypass of the left common carotid and left subclavian arteries was performed. A gore® excluder® contralateral leg component (plc161200j/17442918) was then implanted into the brachiocephalic artery in a ¿chimney¿ fashion using a 12fr gore® dryseal flex sheath. During the procedure, a type I endoleak was reportedly observed. Additional proximal ballooning was performed using a gore® tri-lobe balloon catheter, however, the endoleak was not resolved. The physician coil-embolized a gap (gutter) between the gore® tag® device and the vessel wall, and the endoleak was then slightly diminished. The procedure was concluded without any further reported complications. The patient tolerated the procedure. Immediately after the procedure, a cerebral infarction was reportedly identified. The physician reported that the patient was a high-risk for surgery, and that the cerebral infarction may have been caused by thrombus scattering. The patient¿s current status is unknown.